Event description:
It was reported that a user experienced hyperglycemia after pausing ilet insulin delivery during a shower, with a fingerstick glucose of 428 mg/dl and subsequent return to range later that evening after routine meal announcement and ongoing pump use; the user wore a teflon infusion set, observed drops at the tubing, and had recently completed a supply change. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included transient elevated blood glucose without need for medical intervention or hospitalization. Investigation included customer counseling and troubleshooting regarding high glucose management, infusion set and tubing function checks, and follow-up to confirm glucose trend resolution. Investigation of this case revealed an unclear root cause for the hyperglycemia following a period without insulin delivery. It was concluded that the event represented hyperglycemia with cause unclear, and the device will continue to be monitored by the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.